Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as exactly where the silver mesh sits, wound was bloody, scabby, painful and burning. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed bepanthen cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.